Event description:
A customer reported that the equipment did not perform vacuum and locked during a vitreoretinal procedure. Following a system exchange, the procedure was able to be completed without delay, and with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to duplicate the problem reported. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log was not able to confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause could not be conclusively determined. (B)(4).